Event description:
(B)(6) study (bicuspid cohort). It was reported that first degree atrioventricular (av) block occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location. On the same day of index procedure, the subject developed first degree av block. Of note, no conduction disturbances was noted post balloon valvuloplasty. No diagnostic procedure was performed and no action was taken for the event. The next day, the event was considered recovered/not resolved. The following day, the subject was discharged on aspirin.